Event description:
It was reported to boston scientific corporation that an obtryx system was used during a procedure to treat pelvic organ prolapse and stress urinary incontinence. The procedure was performed on (B)(6) 2008. According to the complainant, post procedure, the patient presented with "serious bodily injuries" "including chronic severe pelvic pain". Several attempts at follow up have been unsuccessful.